Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000126287. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy. Surgical intervention took place to explant and replace leads. Ipg was replaced electively. Therapy was restored. Investigation was unable to determine which leads.